Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient receiving IV lactated ringer¿s through IV pump. IV pump began smoking. IV pump was powered down, unplugged, and removed from service. IV brain had two channels-- left side running lactated ringer¿s and right side running pitocin. Smoke appeared to come from area between channel on left and IV pump brain in the center. Area appears to be melted." Per customer, it was uncertain if IV fluids were dripping/leaking into the alaris device prior to the event but stated "possibly small amount of lactated ringers." There was patient involvement but no harm.

Event description:
A copy of the medwatch report from FDA was received, which states, "patient receiving IV lactated ringer¿s through IV pump. IV pump began smoking. IV pump was powered down, unplugged, and removed from service. IV brain had two channels-- left side running lactated ringer¿s and right side running pitocin. Smoke appeared to come from area between channel on left and IV pump brain in the center. Area appears to be melted." Per customer, it was uncertain if IV fluids were dripping/leaking into the alaris device prior to the event but stated "possibly small amount of lactated ringers." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.